Event description:
Following a cardiac catheterization procedure an angio-seal device was deployed. The physician stated upon deployment that the device "didn't feel right" and manual pressure was applied to achieve hemostasis. A significant hematoma developed, with claudication and pain in the right leg. An angiogram was performed on 12/23/1999 which revealed distal blockage of the superficial femoral artery (sfa). A thrombectomy with removal of the angio-seal device was performed. The pt presented back on 12/27/1999 with knee pain and was later released. Two days later the pt presented with an infection of the surgical site and was released following antibiotic treatment.